Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported issue.  Physio replaced the power supply assembly as a precaution and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use. (B)(4).

Event description:
The customer reported that their device was not functioning properly on both ac and dc power. The device was not charging the batteries and it had lost power when running solely on dc power. There was no patient use associated with the reported issue.